Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative infection and pain development is unknown. Explant date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had his sternum closed with a sternal zipfix on (B)(6) 2017 and is showing signs of allergic reaction which led to them being subjected to a removal of three (3) out of five (5) initially implanted sternal wires on an unknown date. The patient was reported to be having pain and soreness. During the removal procedure, it was discovered that some wires were infected and hence three (3) out of the five (5) wires were removed. It is unknown as to why the other two (2) wires were not removed. The incision from the surgery is reported to have healed, however the pain and soreness persist. The hospital plans to test the patient for allergy to the material with which sternal zipfix is made. Concomitant devices reported: unknown atricure (part # unknown, lot # unknown, quantity # unknown). This report is for sternal zipfix with needle sterile / 5 pack. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review part no.: 08.501.001.05s lot no.: l230608 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 23.mar.2017 expiry date: 23.mar.2022 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate